Event description:
It was reported the patient had a urinary tract infection. It was stated this was a new illness or injury and it was found during a routine urinalysis during a clinical visit. The patient was prescribed cipro and the event resolved without sequelae on (B)(6) 2013. Additional information stated the patient reported symptoms of discolored urine, pain with urination, and left sided flank pain during a clinical visit on (B)(6) 2013. It was noted the patient was prescribed bactrim from (B)(6) 2013 to (B)(6) 2013. It was stated the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v579919, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).